Event description:
It was reported that the patient presented to the clinic for a routine visit. Device interrogation indicated the right ventricular sensing amplitude was low and the capture threshold was high. The lead was capped and replaced.